Manufacturer narrative:
.

Event description:
It was reported that this patient passed away. Per an obituary, the death occurred on (B)(6) 2016 and the patient died following "a sudden and brief illness." From an automatic battery life calculation, the patient's device had an estimated 0.5 years remaining until end of service as of 08/21/2016. Additional information was received from a death certificate from the funeral home which indicated that the underlying cause of death was natural adult respiratory distress syndrome and aspiration pneumonia. Seizure disorder was listed as a significant condition. It was reported from the crematorium that the patient's device was discarded, so the device was unable to be returned.